Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er320 instrument jaws were locking and were broken during the case. The clips were also going outside by side. There was no consequence to the pt.